Event description:
The director of nursing called regarding the new sport upgraded mattresses with low air loss toppers. A nurse stated that she and another nurse were pulling a pt up in bed when she strained her chest. The nurse did not take time off of work and did not receive treatment. The bed was in max inflate, deck tilted, and a sheet was under the pt. The nursing staff alleged that pts are hard to reposition due to the low air loss toppers sinking and the material not allowing pts to slide.

Manufacturer narrative:
The service tech inspected the low air loss surface and noted there were no issues found.